Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received from medtronic indicated that the customer reported they were unable to deliver daily log of bolus as it was not pushing through. Customer stated they tried again and now it was delivering. Customer also stated the blood glucose went up as they could not proceed with bolus. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.